Manufacturer narrative:
Per the good faith effort (gfe) response, the biomed replaced the battery to resolve the reported issue. No further details were provided.

Event description:
It was reported to philips that the device had a bad back up battery. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer requested replacement part information for the battery. The rse provided part information for the backup battery as well as the backup battery cable if needed.